Manufacturer narrative:
The reported event of helix became elongated was confirmed. As received a complete lead was returned in one piece. Visual and x-ray examination found the helix stretched and bent consistent with procedural damage. The cause of the reported events was isolated to the damage helix occurring at the procedure. No other anomalies were noted.

Event description:
During an initial implant procedure, when placing the right ventricular (rv) lead, the helix became stuck in the tissue. Attempts to unfix the helix resulted in the helix becoming elongated. The rv lead was explanted and replaced to resolve the event. The patient was stable.